Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, a nurse reported on behalf of a physician stated that the patient¿s j-tube had perforated the inside intestinal wall. The patient had not been feeling good and had abdominal pain. On (B)(6) 2021, the patient to put the j tube back in; however, the surgeon ran into unspecified complications and the patient was closed up with no further surgery. On (B)(6) 2021, a CT scan of the abdomen revealed fistulization of the jejunum extension tube and layed with the small intestine. It appeared that the j tube was kinked or knotted on the scan. At the time of report, the j tube remained implanted in the patient.